Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose of 432 mg/dl with extreme thirst and frequent urination associated with an alleged no power issue in the pump. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that gave a replace battery alarm at 10:15 pm at night and the patient later woke with the elevated bg level. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to a training/misuse by the patient.